Event description:
Ivc filter was inadvertently pulled into right subclavian vein by guidewire. Ivc filter in incorrect location. Removed ivc filter using endovascular techniques. Severe vascular injury occurred during removal of malpositioned ivc filter.